Manufacturer narrative:
Preliminary investigation by a ge field engineer found that the misalignment of images does not occur for all brain scans. Investigation is ongoing.

Event description:
It was reported that the resulting images form a brain scan do not properly align in the volumetric application. This results from the head rest imaging accessory used during the computed tomography and nuclear medicine tests is not supported by a mechanical apparatus. Therefore, when a pt's head rests on the accessory, it sags. This sagging causes a mismatch between the two fused images. No injury was reported. The concern is for misdiagnosis.